Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the incoming test could not be performed due to the super caps being defective. It was also noted that the lower case was broken, the battery drawer was broken and all bails and bail covers were missing. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.